Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure of cystoscopy due to portions of benign squamous mucosa with focal acanthosis and inflammation consistent with repair of cystocele/rectocele. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information. Additional information.